Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problems) has been confirmed. Upon investigation, there was liquid contamination on the battery board. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A us distributor returned the battery pack sn (B)(4) and battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery and that the battery was unable to hold a charge.